Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient experienced feeling shaky and felt something was not right. When they checked their continuous glucose monitor (cgm) the reading had dropped to 40 mg/dl. The cgm reading continued to drop to 35 mg/dl (as per information reported, it is noted that the cgm device cannot display this reading). The patient called an ambulance and received intravenous treatment with unspecified fluids and dextrose. The patient was brought to the hospital and was discharged after spending 7 days at the hospital. No further information was reported as to why the patient was admitted for a week. When the patient was discharged the blood glucose reading was 130 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction was updated on 6/5/2025.

Manufacturer narrative:
(B)(4).